Manufacturer narrative:
Based on the current information provided, the cause of the hypoxia cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and then developed post-procedure hypoxia. The target nodule was in the left upper lobe (lul) apicoposterior segment, about 1.1 centimeters (cm) in size. Instruments used during the procedure included a 21g flexision biopsy needle and compatible forceps, and imaging used was c-arm fluoroscopy. Staging using ultrasound bronchoscopy (ebus) was also performed. The biopsy results contained malignant squamous cell carcinoma. The patient had underlying hypoxia and hypoxia is an anticipated complication of the procedure. The treatments rendered were considered routine. The patient received breathing treatment and overnight observation. The physician reported that the ion system was non-contributory to the event. The hypoxia exacerbation was thought to be due to bronchoscopy procedure and general anesthesia. The hypoxia would have occurred via another modality. There was no device malfunction associated with the event.